Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell on the pump while snowboarding and the touch screen became shattered and unresponsive. There was no reported impact ot the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.